Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, there was an insufficiently sealed vessel while using the vessel sealer extend (vse) instrument. The surgeon reported that intermittent errors occurred indicating improper tissue grasping with no seal achieved. During one attempt, no errors displayed, the sealing tone in progress functioned normally; however, the vessel was insufficiently sealed and cut resulting in 40ml of bleeding. The bleeding was resolved with cautery, and a backup vse was used to complete the procedure robotically. The surgeon reported that the patient is doing fine.

Manufacturer narrative:
No product has been returned. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested the e-100 and found no errors or malfunction with the use of a vessel sealer extend. The system was tested and verified as ready for use. Review of the instrument logs found multiple cut and complete events. Also observed were 2 initial high impedance errors, which typically occur when there is too much tissue within the jaws during sealing. Per the instructions for use, the error likely seen on the console display was ¿release and then regrasp tissue there is too much between the jaws."

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument for failure analysis evaluation. Visual inspection did not reveal any damage. No failures were found in the logs. The instrument was fully functional. No product issue was identified.